Event description:
The plaintiff's attorney alleged the decedent experienced an unspecified non-cardiac event on or about (B)(6), 2011 and subsequently expired on (B)(6), 2011 after use of the product.

Manufacturer narrative:
This is one event (unspecified serious injury) of two events reported for the same pt involving two separate products.